Event description:
This report is based on information provided by philips remote and bench service personnel and is being investigated by the philips complaint handling team. During bench service, philips found an issue with the v60 ventilator indicating that power cable was no longer within specification. Determined a new power cord is needed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Investigation is ongoing. The bench service engineer (bse) replaced the power cord, and all the necessary verifications were carried out to certify the restoration to the conditions prior to the failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00288. All information from the original reports have been transferred to this report.